Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. A functional evaluation was performed and the mdu failed with a hand piece sensor fault. Cause of fault is a defective electronic component on the hall pcb. Motor and power cord passed functional testing. The complaint investigation has concluded that the cause of the hand piece sensor errors is a defective electronic component. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during setup the motor drive unit had an error message of "handpiece sensor fault". There was backup device available and no delay or complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.